Event description:
It was reported during the procedure when the physician delivered the subject balloon to the treatment site and inflated it, contrast agent was found leaking under radiography. The subject balloon was replaced and the procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The device was returned and the lot number was confirmed from the hub and the packaging label. During visual inspection the balloon catheter was found to be kinked/bent. The dry blood was noted within the balloon and balloon catheter. The tip of the balloon catheter was found to be damaged. Functional testing was unable to perform the test as the balloon could not be inflated due to dry blood. Although the as reported event of the balloon leaked during use could not be directly confirmed (as it was not possible to complete this functional test due to dried blood blocking the inflation lumen), the presence of dried blood inside the balloon as well as in the inflation lumen all the way back to the inflation port of the hub is strong indirect evidence that the balloon has leaked during use. The analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per additional information provided, the device was prepared as per dfu for this product, no damage was noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was reported to be set up and maintained and the patient¿s anatomy was described as 'moderately tortuous'. There was a significant amount of dried blood both inside the catheter inflation lumen and the balloon itself. It was reported that the user 'placed stent and then used balloon to dilate inside the stent. Delivered a 2.5*9mm gateway balloon to the location and used syringe to inflate it and the inflation agent was 1:1 physiological saline and contrast agents. When the atm was increased the operator found under radiography that the balloon leaked because the contrast agent flew out'. The device was returned for analysis and it was noted that the catheter shaft was kinked/bent. In addition, there was blood present within the balloon lumen and along the catheter shaft inflation lumen. The distal tip of the balloon catheter shaft was also damaged. The reported event of the balloon leaked during use and the analyzed damage of the balloon catheter kinked/bent, catheter tip damaged and balloon failed to inflate will be assigned procedural factors as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during the procedure when the physician delivered the subject balloon to the treatment site and inflated it, contrast agent was found leaking under radiography. The subject balloon was replaced and the procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available for evaluation.